Event description:
The patient developed a pericardial effusion during the surgery and the lead and ICD were contaminated. Physician opted to discard the lead and ICD. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.